Manufacturer narrative:
Product complaint pc-(B)(4). Batch manufacturing records of b9004 was reviewed for any process deviation but no deviation was observed. Mfg. Date- 03/2019 date of exp.-02/2024. Summary: five retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. These packs were opened and physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness but no such defects were observed. Sterilization run & sterility records were reviewed and found to be as per requirements. Finished goods record was reviewed for fg release parameters like diameter, tensile strength value, & extractable color at release and was found to meet the specification. From the above analysis it is evident that there was no issue related to the suture quality and processing of this incident lot. All the individual tensile strength & diameter values for retain sample were found meeting average usp specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Additional information was requested, and the following was obtained: how many devices that had suture breaking issues during this single procedure? Please clarify qty involved. - total 3 foils are involved. Any patient consequences? - patient consequences are unknown. Events were submitted via 2210968-2021-01904, 2210968-2021-03126.

Event description:
It was reported that a patient underwent a liver transplant surgery on (B)(6) 2021 and the suture was used. During the procedure, the suture broke. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/10/2022. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 evaluation: 5 opened suture strands were returned for analysis along with one single barrier folder for code sw211 lot v9004. The received one single barrier folder was inspected for genuine ness and found to be genuine manufactured product. Received suture strands were visually inspected under magnification for attribute defects like kinks, weak spots, broken piece, fray, brittleness, roughness, fractured, frayed, scraped, severed, and/or notched suture and it has been observed that suture was pulled with force during use. All suture strands were visually inspected for uniform braiding as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Sterilization run & sterility records were reviewed and found to be as per requirements. Finished goods record was reviewed for fg release parameters like diameter, tensile strength value, & extractable color at release and was found to meet the specification. From the above analysis it is evident that there was no issue related to the suture quality and processing of this incident lot.